Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the skin was splitting in the mesher. The event occurred during surgery. There was a delay of 1-15 minutes reported, but there was no harm. No additional information available. No adverse events were reported as a result of this malfunction.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Current repair. Product evaluation: product review of the skin graft mesher sn (B)(6) by (B)(6) on 23 march 2020 revealed that the unit passed the test cut with no signs of tearing or catching. Product repair: repair of the device was not performed because there was no problem found. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is not confirmed.